Manufacturer narrative:
Per manufacturer technical support, the user facility's biomedical engineer (biomed) reported they had no flow and asked how to check the unit out. We could not send procedure since the biomed was not trained. The biomed called back in about one half hour later and asked what controlled the blanket flow. We indicated it was from the main supply. We called the biomed back and he found it was the blanket that lost flow and he found a bad quick connect from the blanket while we were talking. This connector is supplied with the blanket. A second response from the biomed, stated that the connector to the blanket hose did not resolve the flow problem. A second user facility biomed stated that a third party has been doing maintenance on the cooler heater units. The biomed did not have any additional information on the maintenance or chlorine schedules. The field service representative (fsr) verified the system had a comprised water flow through the blanket warming outlet on the system by attaching a water loop to the water fitting. The fsr found valve 2 to be heavily corroded due to lack of descaling the system was required every six months. This valve allows warm water to flow to the patient blanket. The internals of the system has a lot of debris inside as descaling has been neglected for some time, which leads to poor water flow. The fsr replaced valve 2. It took several descalings but the flow to the blanket outlet was restored. The system operated to manufacturer specifications for the water flow portion and electrical safety only and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no flow with the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.